Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery had been performed due to metallosis and an adverse local tissue reaction secondary to metal-on-metal components.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.